Manufacturer narrative:
Failure analysis noted that the insulin pump was unable to prime during the prime/compromised force sensor system alarm test due to moisture damage in the force sensor resistor (gold). There was no compromised force sensor system alarm noted. They were unable to perform the excessive no delivery test due to the prime/fill anomaly. The pump had a scratched reservoir tube window and had moisture damage on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery excessively. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that they had to change the infusion sets 4-5 times in one day. The customer was advised to revert to a back-up plan and that the pump would be replaced. The customer called back while trying to retrieve the pump settings, the customer received a compromised force sensor system alarm. The customer was advised again to revert to a back-up plan. The insulin pump was returned for analysis.